Event description:
The screw assembly could not be fastened to the channel plate during surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: optical microscopy inspection of the returned screw nut screw assembly reveals the screw threads are deformed and damaged. This condition would suggest a misalignment during the insertion of the screw into the screw nut. The screw was not perpendicular to the screw nut during assembly stripping the screw threads and restricting the screw to seat properly in the screw nut. A review of the device history record revealed no discrepancies were reported during manufacture. The eval results suggest that this event would not be associated with he device but rather would be related to alignment during assembly.